Event description:
Pt called alleging that the test strip port is damaged. Pt mentioned that it seems like that there was something inside the test strip port that made the test strip pull up which caused it to be jammed all the time. Pt obtained a blood glucose of 102mg/dl and took glucose based on that reading. Pt did not seek medical attention or call their md. Customer service was unable to resolve the issue and sent pt a new meter.